Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp with serial number (B)(6) was inserted via the right axillary/subclavian artery in a 79-year-old female with postcardiotomy cardiogenic shock in scai stage e. Upon arrival to the intensive care unit (ICU), the device exhibited an erratic placement signal. This placement signal issue meets the definition of a malfunction; however, it resolved spontaneously within approximately fifteen minutes without intervention. Pump positioning was subsequently confirmed by echocardiography, and no device replacement was required due to this signal anomaly. During continued support, the patient later developed an absent radial pulse and a cold extremity in the impella arm, consistent with limb ischemia. In response to the patient¿s vascular compromise, the clinical team elected to remove the axillary/subclavian device and reinsert support via the femoral approach. Following explant, the ischemia resolved, circulation returned to the affected limb, and no amputation was required. The patient survived to explant. Based on available information, the limb ischemia was clinically associated with vascular compromise at the large bore axillary/subclavian access site. This complication is a known and documented risk of impella cp use and large bore arterial cannulation as described in the instructions for use. No evidence of device structural failure or malfunction related to ischemia was reported. The transient placement signal anomaly represents a separate malfunction. Overall, the event appears related to procedural and access site complications rather than a defect with the impella cp device. No manufacturing issues or device nonconformances have been identified, and no corrective or preventive action is required at this time. The complaint will continue to be monitored through post market surveillance in accordance with internal procedures. This impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp number 2. The other report for impella cp number 3 is in process.